Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Corrected field: h6. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the display (0160-00-0113), keypad controller pcb (0670-00-1145), display mounting plate (0406-00-0916), and the video receiver to lcd cable (0012-00-1747). Functional tests were performed with a positive outcome.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during startup of cs300 intra-aortic balloon pump (iabp) black line was observed at the bottom of the display and there was no led active on pcb keypad controller. There was no patient involved.